Event description:
4/19/90 - bilateral breast implants7/7/94 - explant of bilateral breast implants - left implant was found to be ruptured with no prosthetic capsule evident (according to pathologists report)